Manufacturer narrative:
Devices require pathology testings or be returned to manufacturer to aid with the investigation. If additional information is received from the customers regarding the event, it will be reported in a supplemental report. Implants' traceability were checked and found to have no process nor product non-conformities. Samples from unused (stock-on-hand) similar implants manufactured at a similar time point using the same process and materials as the implants in question were sent for routine analyses (endotoxin and sterility testings). The testings show satisfactory results as follows: endotoxin level: <5 EU/device (limit: 20 EU/device); sterility: no visible growth of microorganisms. Conclusion to date: no anomalies found on the devices.

Event description:
Surgeon explanted and replaced starpore ears because of non-specific swelling. The patient made a satisfactory recovery.

Event description:
Surgeon explanted and replaced starpore ears because of non-specific swelling. The patient made a satisfactory recovery.

Manufacturer narrative:
This supplemental report is to correct block h.1 information as per cdrh's request.blocks b.2 and g.6 were also reviewed and updated.